Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used during a ureteroscopy. According to the complainant, the navigator was advanced to the ureter and "blue coating disintegrated and left the metal part of the device behind." The physician removed the navigator from the patient. It is unknown if the procedure was completed, but the patient condition was reported as "fine". Follow up with the complainant revealed that fragments were removed from the patient; however, it cannot be confirmed that all fragments were removed. It was reported that the malfunction of the device did not cause a delay in procedure. Additional attempts have been made to obtain event clarification and patient follow up. These attempts have been unsuccessful.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.